Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check, increased threshold was observed. Microdislodgement was suspected. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received indicates that the patient was doing well post-procedure.